Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device displayed an image with snowflakes. The issue was found during a service/maintenance. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updates fields: b5, d8, g3, h2, h3, h6 and h11. The device was returned to olympus for inspection, and the reported failure was confirmed (the image has snowflakes). In addition, the following reportable malfunction were identified during the device evaluation: distal end cover was burned. Based on the results of the investigation, it is likely the following led to the malfunction: 1. The image has snowflakes - was likely due to repeated electrical stress caused by repeated power supply, accidental static electricity, or leakage from other products, combined with overcurrent, may have damaged the internal circuit board of the connector, affecting image output. 2. Distal end cover was burned - was likely due to the high-frequency treatment device used without maintaining sufficient distance from the tip. However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.